Manufacturer narrative:
This report is submitted on february 02, 2023.

Event description:
Per the clinic, the patient experienced a skin flap infection. The patient was treated with IV antibiotics (specific date not reported) and underwent fluid drainage (date not reported), however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2023.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 29, 2024.